Manufacturer narrative:
(B)(4). Batch # k90j9l. The device was returned with the clamp arm detached and returned. The tissue pad was found with no apparent damage and properly attached to the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the passive blade broke after thirty minutes; after five to six activations. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.